Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3998, lot# l94393, implanted: 2001 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient¿s device stopped working and had no stimulation sensation 9 months prior to the date of the report. The patient¿s pain had returned and he could feel the implantable neurostimulator (ins) depleted. When the stimulation was on the pain was tolerable but at the time of the report he was taking medication and getting no stimulation which was ¿killing him.¿ the patient wanted to replace the device. The patient was going to see his healthcare professional (hcp) (B)(6) 2014 or (B)(6) 2014 to get the device checked and to see if he would refer him to another surgeon. No outcome was reported for this event; additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.